Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that "the following product is used on the neurology 2 and 4 wards at helios erfurt: three-way faucet bd connecta blue, sterile the fluid leaked intermittently during injection."